Event description:
It was reported that there was a "surge" sensation and a change in stimulation sensation without adjusting the patient programmer. It was stated that the stimulation was set on a certain setting and "spiked up" fifteen to twenty minutes later. The patient reportedly felt the stimulation increase, saw it on the screen, and had to turn it back down. It was noted that the patient had the adaptive stimulation feature enabled, but "it did not do this before". The patient reportedly took a walk for more than 3 minutes and the device changed to a "higher" setting "at least 3 times". It was noted that the patient noticed this for the first time last week "once or twice" when she was getting in and out of the car. The adaptive stimulation feature was disabled. It was stated that the patient had the adaptive stimulation feature for standing, sitting, and lying down and "was not having any problems." It was stated that the patient felt a "surge for a minute or two and then it came down automatically". It was noted that the patient decreased the stimulation when the device "surged". Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 37754, serial#: (B)(4), product type: recharger; product ID: 37744, serial#: (B)(4), product type: programmer, patient; product ID: 3550-39, lot#: n266529, implanted: (B)(6) 2012, product type: accessory. (B)(4).